Event description:
The infection onset/diagnosis was 2008. Pt symptoms included altered level of consciousness and fever. Cultures of the cerebrospinal fluid were negative. The pt did not develop meningitis. The pt was treated with intravenous and oral antibiotics. The infection resolved. Drug was not withdrawn from the pump. The primary location of the infection was possibly pulmonary, but unknown.